Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "unknown fault" message. The device was powered off and would not power back on. Complainant indicated that there was no involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.